Event description:
It was reported that air bubbles were noted from the plunger of the syringe.

Manufacturer narrative:
It was reported that air bubbles were noted from the plunger of the syringe. At the time of the original report, the reporting facility confirmed that there was no patient injury related to the air bubbles. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A video was provided for review and the reported problem/issue was confirmed. Multiple attempts were made to obtain a physical sample, however, no response was provided and evaluation of a physical sample was unable to be performed. A root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.